Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. On site investigation included evaluation of the high voltage cable and workstation power supply voltages. No cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up. No pt serious injury or death was reported related to this event.